Event description:
Since (B)(6) 2015, the ventilator has not worked properly. Many nights when she is on the ventilator the numbers are way low and the alarms go off constantly. The respiratory company leasing us the ventilator troubleshoots the machine with the caregiver and often blames the caregiver for the problems, saying they have no problems when they test the rejected parts. When this problem happened again on (B)(6) 2016, we had to replace the circuits 4 times before the ventilator started working properly. That's when I accidentally heard that they have been getting bad circuits. Why did they not inform the patients and why did the phillips company not recall these circuits. I also heard that many of their patients had the same problem. The failure of letting patients know could result in death, their lives depend on these ventilators working properly. Please take action and investigate this problem.